Event description:
The lawsuit alleges the patient sustained physical injuries and the device is defective. The device was explanted and it is unknown if it was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.